Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04252 and 2134265-2015-04253. (B)(4) study. In (B)(6) 2013, the patient presented with stable angina and index procedure was performed. Target lesion#1 was a 100% in-stent restenosis of a previously placed unspecified stent, concentric, type c, diffused lesion with >45 and < 90 degree bend was located in the distal right coronary artery (rca). The lesion was treated with pre-dilatation and placement of a 3.50x38mm promus element¿ plus stent at 18atmospheres. A promus element stent was also implanted which resulted to 0% residual stenosis with timi 3 flow restored. Target lesion #2 was 90% stenosed, de novo, eccentric, type c, diffused lesion, with <45 degree bend was located in the mildly tortuous mid circumflex (cx) artery. The lesion was treated with pre-dilatation and implantation of a 2.50x32mm promus element¿ plus stent at 16atmospheres which resulted to 0% residual stenosis with timi 3 flow restored. One day post procedure, the patient was discharged. In (B)(6) 2014, the patient presented due to congestive heart failure. Medication was provided to treat the event. Five days from the onset of symptoms the event was resolved. In (B)(6) 2015, patient congestive heart failure occurred, however the patient was not hospitalized. No additional patient complications were reported.